Event description:
It was reported that the medication used with the intima-ii y 20gax1.16in prn/ec slm leaked and overflowed during the angiography while using a high-pressure syringe. The following information was provided by the initial reporter, translated from chinese to english: "urology patients undergo enhanced angiography. When using a high-pressure syringe, the rubber stopper of the indwelling needle fell off, causing the drug to overflow."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8043002. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. However, based on the description of the event, our quality engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the medication used with the intima-ii y 20gax1.16in prn/ec slm leaked and overflowed during the angiography while using a high-pressure syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "urology patients undergo enhanced angiography. When using a high-pressure syringe, the rubber stopper of the indwelling needle fell off, causing the drug to overflow."